Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2005 for permanent birth control. One year after placement she had an ablation performed because her periods were very heavy. She had also experienced night sweats, burning sensations in her stomach, unexplained rashes, chronic left sided pelvic pain, painful intercourse, fogginess and extreme bloating. She was never tested for nickel allergy. Her doctor thought that maybe she had gastrointestinal problems, but computed tomography ruled that out. She stated that essure was not safe. Ptc investigational result received on 08-sep-2015: global ptc number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year after placement she had an ablation performed because her periods were very heavy (interpreted as menorrhagia). This event is listed in the reference safety information for essure. Considering that the heavy periods started during essure use, the temporal relationship is suggestive. In addition, there is no alternative explanation for this bleeding. She performed an ablation but it was not informed if she recovered from it. Based on this information, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. No product quality defect was confirmed. Therefore, a relationship to the reported adverse events is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.